Manufacturer narrative:
A product problem was added for the reported dislocation of the lens. Through follow-up it was learned that the reason for the explant was the dislocation of the lens. Reportedly, the patient is doing fine post intraocular lens exchange. No additional information was provided. A review of the manufacturing records was performed. The device history records show the intraocular lens was produced per procedure. There were no non-conformances with respect to the final product release process. The complaint related associated test is the optical measurement performed at final inspection where the in-line optical inspection data showed the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. The lens met all specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had to be explanted from a patient about a month ago, date of explant not provided. The doctor replaced the toric lens with a model zcb00 lens in a secondary procedure. The patient's original cataract surgery was about 5-6 months ago. The reason for the explant is unknown. No further information was provided.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.